Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported by UK.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported by winterthur.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010247, g7 osseoti 4 hole shell 58mm g, lot: 6470228; 010000859, g7 neutral e1 liner 36mm g, lot :3476195; 51104100, tprlc 133 t1 pps ho 10x140mm, lot: 6338694. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03031 shell, 0001825034 - 2019 - 03026 liner, 0001825034 - 2019 - 03032 stem.

Event description:
It was reported that the patient underwent right primary total hip replacement. Patient subsequently developed right lower extremity dvts 15 days later. Attempts were made to obtain additional information; however, none was available.